Event description:
It was reported that the customer experienced a low blood glucose (bg) level [value was not known], a seizure, and bit their tongue during seizure. Reportedly, the customer was using fiasp within their pump supplies. Customer went to the emergency room. Tandem technical support (tts) educated the customer regarding off-label insulin. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.